Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and broken offend cap noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer sent the product back for analysis.